Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between hm (heartmate) 3 lvas (left ventricular assist system), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. The controller event log file from the patient's primary system controller ((B)(6)) contained relevant events from 11jun2023. The beginning of the log file captured estimated pump flow ranging from 4.6 lpm (liters per minute) to 5.7 lpm. From 09:53:27 to 09:56:32, the estimated pump flow hovered around the low flow threshold of 2.5 lpm before decreasing to 2.0 lpm at 09:56:42, activating a low flow alarm. At 09:59:54, the estimated pump flow decreased to 0.8 lpm. At 10:01:00, the driveline disconnect alarm became active followed by all pump-related parameters changing to 0. The remaining events revealed that the silence alarm button pressed was initially pressed at 10:24:50 and was subsequently pressed multiple times until the system controller was disconnected from the external power source (mpu) and the shutdown sequence was initiated at 10:46:53, consistent with the reported system controller exchange. A specific cause for the observed events cannot be conclusively determined. It was reported that (B)(6) will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) is currently available and contains the following information: section 1 lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2-11: if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. Section 4 outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7 outlines all system alarms and the recommended actions associated with them. The heartmate 3 left ventricular assist system patient handbook (doc. (B)(4), rev. D) is currently available and contains the following information: sections 2 and 4: check the system controller driveline connector often to confirm that the driveline is securely inserted into the socket. If the driveline disconnects from the system controller, the pump will stop. Section 2: the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, promptly reconnect it to restart the pump. The pump cannot run without power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2023. Their system controller was alarming "driveline disconnect" despite all connections being intact. The patient was also appropriately attached to wall power. The pump restarted after a controller exchange was performed, but flow was 1.8 liters per minute (lpm) then quickly dropped to less than 1.0 lpm. The patient cardiac arrested and cardiopulmonary resuscitation was attempted for over an hour before it was stopped, and the patient was declared deceased. It was noted that the patient had some lethargy within 30 minutes of the ventricular assisted device (vad) alarming and the patient becoming unresponsive. Log file review of the primary controller revealed low flow events on (B)(6) 2023 between 9:56 am and 10:01 am followed by a driveline disconnect at 10:01am. Log file review from the backup controller found low flows on (B)(6) 2023 from 10:47am through 10:59 am. Driveline disconnect and left ventricular assist device (lvad) off alarms were noted around 11:14am where the driveline was disconnected from the controller. No cause for the low flow alarms or driveline disconnect alarm had been identified as of 15jun2023.

Manufacturer narrative:
Related manufacturer's report: 2916596-2023-03975. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.